Event description:
Customer reported "when drawing blood through the cap, when vacutainer or syringe is removed, sometime blood squirts out of cap spraying over gloved hands and beyond." No product was saved. Customer states that no additional patient or user harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). The customer's report of maxplus squirts blood upon disconnection could not be confirmed due to the product was not returned for failure investigation. No product will be returned per customer as the product was discarded.